Event description:
Nicu patient was on a monitor. Monitor alarmed and nurse hit silence button, expecting the alarm to sound again in a minute if the situation did not correct, which is how they were trained it would respond. Baby's o2 sat stayed down and alarm did not sound. Two minutes later nurse noted baby to be blue, o2 sat at 40. Baby bagged, o2 sat up, baby recovered; long term not known if there will be any impact. Monitor sequestered. After second monitor event a couple of days later, all unit monitor settings reviewed- found to have been set to silence once and not re-sound/re-alarm, although the training of the unit staff and managers was that the alarm would be triggered again after 1 minute, and other monitors in the hospital are configured that way. After desatting issues discovered, nursing staff spoke with philips who said that the monitors should never have been set up that way and the person who configured the monitors is no longer with the company. Philips sent in a technician to re-configure all nicu monitors on so that if an alarm sounds and is silenced, it alarms again in 1 minute.======================manufacturer response for monitor, intellivue mp50 (per site reporter).======================technician out to reconfigure all monitors.what was the original intended procedure?monitoring.device #1is this a laboratory device or laboratory test?no.